Event description:
It was reported that the pt's device could not be interrogated. Reporter did not remember the exact problem, but said the system would "not let her do anything" and she is not very familiar with the vns software as she only has one vns pt. Attempts for further info have been unsuccessful to date.